Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: march 25, 2010. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the spring in the narrow screw removal pliers was broken into a number of pieces and did not work. This was found broken in central processing. There was no patient involvement or surgical procedure. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the device was returned and reported to have been found broken. This condition is confirmed as the leaf spring of the pliers has sheared off at the location where it is secured to the handle. It is likely that over six (6) years of consistent use, and possibly rough handling during surgery or sterile processing, has led to this complaint condition. Whether this complaint can be replicated is not applicable as the device is already broken. A visual inspection under 5x magnification, device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The narrow screw removal pliers are an instrument routinely used in the screw removal set. The balance of the returned device is in worn condition. Further, a review of the relevant drawing determined that the device was suitable for its intended design, application, and dimensional conformity when used as recommended. No new, unique, or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.